Manufacturer narrative:
Batch review performed on 27-dec-2024: lot: 2407819: (B)(4) items manufactured and released on 19-jun-2024. Expiration date: 2029-06-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta clinical affairs manager: 2 months after primary medial cemented uka, the tibial bone gives way, possibly because of a traumatic event, and exchange is required. No reason to suspect a faulty implant at the origin of this adverse event. There is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At about 2 months after primary, revision has been performed due to tibial bone fracture, the cause is unknown. It is not possible to define if the fracture may be due to traumatic event or to the progressive destabilization of bone. Moto components have been revised successfully and the surgeon implanted gmk sphere femur and insert and gmk revision tibia with high wedges and stem.